Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample was not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of damaged could not be confirmed. The root cause was undetermined.

Event description:
Baxter product surveillance (bps) contacted the care giver on (B)(6) 2011 regarding a check patient line alarm which occurred on (B)(6) 2011. She reported that there was a problem with the female connector of the home patient's transfer set that day. She stated that when she would try to screw something onto it, it would just keep twisting and twisting. The home patient had since had the transfer set replaced at the clinic, and therapy had been going well since. There were no adverse effects reported in relation to this incident. Bps contacted the registered nurse on (B)(6) 2011. She confirmed that the problem was with the female connector of the transfer set, and that there was no visible damage or defects. She had discarded the sample and did not know the lot number. She stated that the patient's therapy has been going well since. There were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.